Manufacturer narrative:
(B)(4).

Event description:
It was reported that high out of range lead impedance was observed. Possible lead fracture was suspected. The lead was capped and replaced with non-sjm lead. The patient condition was stable.